Event description:
Patient reported that there is condensation in their device's insulin cartridge chamber. Patient feels that condensation was water (looked like bubbles of moisture). Patient experienced high blood glucose (400+ mg/dl). Device has only a partial display. Patient self-treated high blood glucose by bolusing.